Event description:
It was reported during the implant procedure that the physician had difficulty screwing one of the leads in the header. The device was not implanted. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies were found however, a visual inspection revealed damage to the grommet and a loose/detached setscrew.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies were found however, a visual inspection revealed damage to the grommet and a loose/detached setscrew.